Event description:
A us distributor reported that a patient kept his monitor on his nightstand while he slept and when he woke up he forgot it was there and the monitor fell and hit him on the ankle. The patient advised that he now has a black and blue bruise on his ankle and that it is swollen and painful. The patient reported that he takes blood thinners so the bruise may take a longer time to heal. The patient reported that it is difficult to walk because the skin is drying up and pinching. The patient stated that he had previously had a hematoma in that area. The patient reported using an ointment and a salve on the bruise and that the patient's doctor recommended he use compression socks. During a follow-up the patient's wife indicated that the patient's ankle was improving.